Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted as non-malignant pain and other non-malignant pain. It was reported the patient wasn¿t getting proper therapy. The patient had inadequate therapy. A dye study was performed but the catheter flowed nicely. The healthcare provider (hcp) decided to replace the distal portion of the catheter. The issue was resolved at the time of this report. The patient status at the time of this report was ¿alive ¿ no injury.¿ no further information was provided. If additional information is received, a follow-up report will be sent.